Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had  issues with pressure trace on monitor. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The unit passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a